Manufacturer narrative:
It was determined the questionable results were generated with an expired reference electrode. The instrument is working within specification. An instrument malfunction was excluded.

Manufacturer narrative:
The ise potassium electrode lot number was f12 with an expiration date of 08/31/2014. The ise chloride electrode lot number was j33 with an expiration date of 08/31/2014. The reference electrode used at the time of the issue had an expiration date of 01/31/2014 (lot number a20).

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) potassium and ise chloride. The sample initially resulted as 5.64 mmol/l accompanied by a data flag for ise potassium and 68.3 mmol/l accompanied by a data flag for ise chloride. These initial values were reported outside of the laboratory. The patient also had blood gas testing orders at the same time. The customer noticed that the initial sample results did not match the blood gas analyzer results. These blood gas results were not provided. The sample was repeated on the same c501 analyzer and resulted as 4.37 mmol/l for ise potassium and 92.9 mmol/l accompanied by a data flag for ise chloride. These repeat results were believed to be correct and a corrected report was issued for these values. The sample was also repeated on a different c501 analyzer and the results agreed with the repeat values. The results from the other c501 analyzer were not provided. The patient was not adversely affected. The ise potassium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative could not determine a cause and could not duplicate the problem. He checked the ise tubings and electrodes. He checked the ise waste lines for debris or salt bridges. The ise check test results were within acceptable limits. He ran precision studies and these results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.